Manufacturer narrative:
Additional information: b5, b6, b7 - description, relevant tests, and medical history updated. D9 - no product returned. H6 - codes updated. Investigation results: as of the date of this report the complaint product was not provided for investigation. It is not possible to determine from the explantation alone how the pathogens/bacteria entered the body. The investigation was based upon analysis of historical data and batch history review. Device history review: the device quality and manufacturing history records have been checked for all available lot numbers and the products were found to be according to our specification valid at the time of production. There are no other similar complaints within these batches. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason: - serious injury (report not later than 30 days). The assessment for the reportability of this adverse event was based on patient harm, revision. Conclusion/preventive measures: based upon the above mentioned investigation results, a definitive root cause could not be established. The bacteria can reach the prosthesis in various ways, e.g. As a result of an operation, an injury, a pre-existing bone infection or via the bloodstream in the presence of other inflammations in the body. When using a revision prosthesis, the risk of infection is greater anyway, as it is a revision operation. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigation results, a CAPA is not required.

Event description:
Update: the columbus revision had been implanted as a revision to an unknown knee system. During revision on (B)(6) 2023, explantation of right ptg and placement of spacer cement occurred. Cultures taken were positive for e. Faecalis. Associated medwatch-reports: 9610612-2023-00228 (400620630 + nr613m). 9610612-2023-00229 (400620631 + nr195k). 9610612-2023-00231 (400620633 + nr014k).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the product nr071k - columbus rev f tibia offset cemented t1. According to the complaint description, the implant caused a periprosthetic infection to the patient. A revision surgery was necessary. Additional information was not provided nor available. The adverse event is filed under aag reference 100033954 (400620632). Associated medwatch-reports: 9610612-2023-00228 (400620630 + nr613m) 9610612-2023-00229 (400620631 + nr195k) 9610612-2023-00230 (400620632 + nr071k) 9610612-2023-00231 (400620633 + nr014k).